Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h3) a manufacturer representative went to the site to test the navigation system. No hardware parts were replaced and the system per formed as intended. Codes: b01, c19, d14 h3) the software analysis concluded that the logs captured the segfault in qmlguiservice on the date of issue. The corefile was generated by "qmlguiservice", coredump captured that the program terminated with signal sigsegv, segmentation fault in libnvidia-glcore.so.430.40 library with the function default shader storage buffer object:initialize () in the registration task. This issue was consistent with a known software issue. Codes: b01, c10, d18 h6) multiple annex a codes were submitted. Annex a code, a1102, is associated with rfr code nav4123 and annex a code, a110208, is as sociated with rfr code nav4127. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively during a cranial biopsy procedure. It was reported that with the microscope plugged in, the site received an error 64 and the system forced a reboot. The field representative (rep) reported that after reboot the system functioned as intended. No known impact to patient outcome. There was no surgical delay.